Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient came in dddr with complete hb. Hr dropped into the 30s sometimes. Rvac is on, but is not recognizing loc intermittently. Ts was able to figure out that the patient was in suspension when she came in, which is why loc was not showing up. ER is not running in suspension. When lrl changes from 60 to 70 it no longer has intermittent capture. At 70, patient did have intermittent capture. Unipolar pacing was attempted, but it did not resolve the issue. Ran impedance measurements while seeing the loc and the impedance was stable. Ts explained that there is no device or lead based reason for loc at max outputs given the testing performed.